Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "a year ago". He obtained a glucose result of "150 mg/dl" on the subject meter and a "107 mg/dl" on a lab analyzer, done less than 10 minutes of each other. It is unknown if between the tests there was any intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs' criteria for accuracy. The patient stated that he manages his diabetes with metformin, diet and/or exercise and due to the alleged issue on an unspecified day and time he increased his dose of metformin. He claims "one month" after the alleged issue started he felt "weak, trembling and anxious". The patient reported "one month" after the alleged issue started he was in a clinic and his blood glucose was tested with their meter and an unknown result was obtained. Reportedly he was treated with oral medications (unknown type and dose). During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, a proper testing technique and the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.